Manufacturer narrative:
The customer stated that there was a leak noticed by the customer during insertion of the device. The returned device could not be tested as the bond had broken by the time it arrived at the lab. There was evidence of glue present on the connection. The customer may have added force to break the connector bond but this is unknown. 10 devices from the identical lot were tested and found to meet specification for bond strength. An investigation of this issue was completed that did not reveal any significant finding related to the manufacturer of this lot or any other soft-flow lot that would indicate a cause of bond failure other than forces greater than the specified bond strength.

Event description:
During insertion of the cannula, a partial separation of the cannula from the connector was identified at approximately 50% of the bond. This occurred during insertion of the cannula when blood was filling the cannula. It was noticed that there was blood around the connection and the surgeon decided to remove the cannula and replaced with another cannula of the same model. This was identified prior to going on pump. There was no adverse patient effect.